Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a loose grip cable at the proximal end. The instrument was found to have an error ¿22024¿ ¿grip torque is outside the expected range on usm1 based on msc log review. The failure indicated that the instrument exhibited low torque during use, which typically results in a sealing malfunction. There were no dsp logs available. Low torque errors are often caused due to a loose grip cable in the proximal end, which could be due to component failure on account of usage or due to a manufacturing error, where the grip clamping pulley has a loose screw. The instrument was placed on the in-house system and failed homing during initialization. The instrument was visually inspected and found the blade was not dislodged but there was a loose grip cable found at the proximal end. The instrument failed the grip force test. The instrument was found to have an engagement failure based on the log review. When placed and driven on the in-house system, the instrument passed engagement and recognition on 1 out of 3 attempts. The instrument failed homing testing due to low torque test from the loose cable found in the proximal end. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend would not seal. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument had delayed sealing and insufficient sealing. The customer stated that the cut function did work. The vessel sealer got warm but not hot and did not cauterize completely. There was an audible continuous tone signal while the pedal was pressed. The seal cycle did complete with the three fast audible tones as expected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Initial findings were confirmed during advance failure analysis. No changes are needed to the existing fa coding for the grip cables, low torque, initialization and engagement failures. The hard grip force test (hgft) was repeated during advanced failure analysis and the instrument passed the test in multiple attempts.